Event description:
On (B)(6) 2004, an acticon neosphincter was implanted. On (B)(6) 2011, the entire device was removed and replaced due to fluid loss. No pt complications reported.

Manufacturer narrative:
Additional catalog #: 72402105, 72402287. Additional serial #: (B)(4). Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.